Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. Initial reporter information such as the name, phone and email address are not available. (B)(4). The device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the coil (unknown catalog/lot numbers failed to detach. The physician pressed the detachment button on the enpower control cable (ecb00018200 / l14493) several times but the coil did not detach. The coil was replaced. There was no report of any patient injury or complication associated with the reported event. It was reported that the product is not available to be returned.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on (B)(6) 2019. : initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during the procedure, the coil (unknown catalog/lot numbers failed to detach. The physician pressed the detachment button on the enpower control cable (ecb00018200 / l14493) several times but the coil did not detach. The coil was replaced. It was confirmed that all the connections fit properly without the application of excessive force. There was no report of any patient injury or complication associated with the reported event. It was reported that the product is not available to be returned. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without the device catalog and lot numbers to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue of the coil failing to detach. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.